Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2013: ck=71 u/l, normal upper limit 200; (B)(6) 2013: ck-mb=0.08ug/l, normal upper limit 7.2; (B)(6) 2013: troponin I=0.02 ug/l, normal upper limit 0.04.

Event description:
It was reported that during the procedure at the ostium of the mildly calcified, left main artery, pre-dilatation was performed followed by advancement of a 4.0x8 rx xience v stent delivery system without resistance. After the stent balloon was deflated, optical coherence tomography (oct) was performed but the stent could not be seen in the artery. The stent was not located via angiography and search of the cath lab table revealed a stent imprint on the stent balloon but no stent. It could not be confirmed if the stent had dislodged in the protective sheath because the sheath had been discarded. The lesion was ultimately treated successfully using a 4.0x12 xience stent. There was no adverse patient sequela or clinically significant delay in the procedure due to the device issue. Reportedly, during inspection of the device prior to use, the fellow believes that the stent was on the balloon but could not confirm. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report, it was found that the patient was enrolled in a clinical trial.